Manufacturer narrative:
The cause of the low or blocked pump flow was unable to be determined as limited clinical details were provided and no product was returned for review. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complaint reported that a patient was implanted with an impella cp via percutaneous left femoral artery for mechanical circulatory support. The patient was cannulated for peripheral venoarterial extracorporeal membrane oxygenation (va ECMO) and impella cp support due to flail mitral valve leaflet with torrential mitral regurgitation causing cardiogenic shock. While on peripheral va ECMO and impella cp support, the physicians stated they were having continuous suction despite adjusting flow rates on both tmcs and volume. The decision was to explant the impella cp in exchange for an intra-aortic balloon pump to assist with the left ventricle venting strategy. The patient went into the operating room for emergent mitral valve replacement.